Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise resulting in pacing inhibition. The noise is reproducible with arm movements, pocket manipulation and valsalva.